Event description:
The manufacturer received information alleging a trilogy ev300 ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The system printed circuit assembly board required replacement to address the issue.